Event description:
Caller reported a malfunction on the pump, identified as malfunction code 9, but there were no notable events prior to the incident. Customer¿s blood glucose level was within normal range and did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, which resolved the issue, as the malfunction code did not recur afterwards. Customer was advised to continue using the pump and to call back if the problem happened again.